Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt never received effective pain relief from the stimulation. The pt also needed an MRI due to other health issues. The pt's entire scs system was removed.